Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Reportedly, fiducials were administered transperineally prior to spaceoar implantation. Additionally, the procedure was done under local anesthesia. During the procedure, the device was set up and functioned without issue. The post-placement images showed a rectal wall infiltration. The physician planned to proceed and treat patient with short-term androgen deprivation therapy radiation therapy (stadt plus rt) on a 9 week course. The patient condition was reported to be stable.